Event description:
Distal end of the dynamic hip system screw damaged. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. Distal end of screw damaged on patient with very dense bone. Connecting screw broken and tip of wrench damaged. The visual macroscopic examination has shown that the positioning groove of the complained screw is expanded and damaged; therefore, the proper function is not ensured. In addition, the threaded tip of one connecting screw is broken off and the notches of the wrench are deformed. No complaint related issues were found. Based on these findings we have to assume that high applied forced, due to very hard bone caused these damages. The investigation determined this complaint to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.